Manufacturer narrative:
Company rep evaluated the unit and replaced the host communication board. Calibrated and safety tested unit to factory specs.

Event description:
Customer reported no spo2 readings from the v series monitor. No pt injury was reported.